Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation and visually inspected. The barrel of the returned sample was cracked. Cracked barrels are known contributors to needle pull offs.

Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off at swage. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.